Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 787 mg/dl during the time of the incident. The customer stated that she was in the hospital for 4 days because her site failed. The customer stated that she was in the hospital twice because the cannula was bent and the insulin was pooling under the bandage. The customer stated that she had symptoms such as nausea. The customer was hospitalized due to diabetic ketoacidosis. The customer was treated with fluids and IV.